Manufacturer narrative:
The medical center in (B)(6) has not yet returned any impella product for analysis. The root cause of the access site bleeding is not determined at this time. Should more details be shared, which lead to root cause, a final report will be filed. The failure mode will be monitored and trended.

Event description:
A male patient of unknown age was admitted to the medical center in (B)(6) suffering from ventricular fibrillation. The team placed the patient on ECMO support and an impella cp. The team observed an access site bleed at the impella site. The bleed was treated by removal of the heparin from the pump purge, blood product infusion, and a skin suture. The patient was noted to have a hemoglobin drop as the patient was bleeding form multiple sites, not only the impella site. The impella pump remained on for hemodynamic support til the family made the choice to withdraw care.

Manufacturer narrative:
Since the original report was filed the investigation into the access site bleed has concluded. No product was returned from the medical center in japan. After reviewing the clinical information shared, it was determined that the cause of the access site bleeding was most likely use related. Multiple sites were seen to be bleeding during the patient's support. The team observed a mediastinum and arm hematoma due to cardiac massage. The root cause was use related. The failure mode will be monitored and trended.